Manufacturer narrative:
Pump received with end cap broken off, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on the bottom end where the medtronic sticker located. The customer dropped the device. The customer was in at her house in the middle of the night and it fell on brick floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.